Event description:
Pt reported that a comparison between the pt's surestep meter and a health care professional meter were 114 mg/dl (ss) and 66 mg/dl (accucheck) respectively (73% diff.). Pt reported feeling weak. There was no allegation of harm.